Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that a knocking noise was heard coming from the hls set after a brief episode of patient chugging. The patient was connected to the hls set on (B)(6) 2026 and the noise occurred on (B)(6) 2026. The hls set was replaced. The patient had been on argatroban but it was held for 24 hours due to bleeding. The customer does not want to share patient data. No harm to any person has been reported. As the hls set was replaced during treatment, a report is required. Complaint ID (B)(4).